Event description:
The french authority (ansm) informed arjo about a serious incident with involvement of maxi sky 2 ceiling lift (arjo device) and invacere sling loop (non-arjo device). According to the report provided, the resident was transferred from the chair to the bed. The sling strap loop came loose from the lift spreader bar hook, causing the resident to fall to the floor. The resident sustained a cervical fracture. Treatment provided included immobilization of the resident with a cervical collar.